Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an ECG fault error message and rebooted itself several times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including bench testing and ECG stressing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution.the device was recertified and returned to the customer with a note advising the customer to discard the multifunction cable (mfc) used during the event. A replacement mfc was issued. Analysis of reports of this type has not identified an increase in trend.